Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit sends data to the server incorrectly, causing a mismatch between two patients. The device was in use on a patient. There was no report of patient or user harm.